Manufacturer narrative:
Product ID 3777-75, lot# v489917036, implanted: 2010 (B)(6), explanted, product type: lead, product ID 3777-75, lot# v489917035, implanted: 2010 (B)(6), explanted, product type: lead, product ID 3777-60, lot# v496852028, implanted, explanted, product type: lead, product ID 3777-45, lot# v416733008, implanted, explanted, product type: lead, product ID 37752, serial# (B)(4), product type: recharger, product ID 37743, serial# (B)(4), product type: programmer, patient product ID 3708120, serial# (B)(4), implanted, explanted, product type: extension, product ID 3708120, serial# (B)(4), implanted, explanted, product type: extension, product ID 37712, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed due to infection. The ins was re-implanted in a different location after the infection had cleared. Additional information had been requested, but was not available as of the date of this report.